Event description:
It was reported that the pt was unable to consistently use device due to chronic ear infections that didn't respond to aggressive medical therapy. Because of this, the device was explanted, and a new device implanted in the contralateral ear.